Event description:
Sorin group (B)(4) received a report of noise coming from the centrifugal pump and an increase in the temperature of the revolution pump head. There was no patient injury as a result of this event.

Manufacturer narrative:
Sorin group (B)(4) manufactures the revolution pump head. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). The custom perfusion pack is not sold in the united states. However, the revolution pump head is distributed in the united states. The 510(k) number for the revolution pump head is k030462. Sorin group (B)(4) received a report of noise coming from the centrifugal pump an increase in the temperature of the revolution pump head during a case. There was no patient injury as a result of this event. Additional information received from the customer indicated that the issue occurred at the end of the procedure. It was also reported that the blood within the pump head appeared to change color. The circuit was changed out and the device, along with the blood within the circuit, was discarded. The patient was given bank blood as a result of this blood loss but was not injured. The investigation is ongoing. A follow-up report will be filed when the investigation is complete.